Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 5124109.

Event description:
It was reported that the patient underwent the explant of a cut lead. The lead was inadvertently cut by the physician during an implant procedure at a different time. The patient stimulation had not been turned on yet, therefore there were no associated stimulation issues. The lead was replaced and the patient is now doing well and receiving therapy. The device was disposed of by the facility and is not available for analysis.